Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the peritonitis. The patient was treated with fortum (1 gram, route and frequency not reported), vancomycin (2 grams, route and frequency not reported) and amikacin (dose, route and frequency not reported) for the peritonitis. On an unreported date, the patient was discharged from the hospital and was reported to be recovering from the peritonitis. At the time of this report, antibiotic therapy was ongoing. Action taken with pd therapy was unknown. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4): for an unspecified length of time, the patient continued taking antibiotics (unspecified) post having clear pd effluent. On an unreported date, the patient recovered from the peritonitis event. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.